Event description:
The customer reported that the stimulator was defective. No specific symptom was provided.

Manufacturer narrative:
(B)(4). The customer reported that the stimulator was defective. No specific symptom was provided. The device was evaluated by a philips field service engineer. The symptom was clarified having occurred during the functional check of the device. The system was blocked on some step of this test. Reloading the software resolved the issue. The available info is consistent with a device hang during opcheck that was resolved by reloading the software. See scanned page.